Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. The review of the op technique shows the following recommendations: applying excessive torque during screw insertion is not recommended, and may result in damage to the screw head. In particular for non-locking screws it is recommended to tighten the screw head until contact with the plate, then release from tightening. The device was not returned for evaluation and therefore no conclusions could be made how the failure occurred. Product information was requested to the rep as well as the product return, he has no further information to provide us as yet and he has been told by the customer that they cannot find the screw. The sales rep believes that the screw may have been lost by the customer. A review of the device history was not possible because the lot number was not communicated. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided or if the device is returned, the investigation report will be updated. Device will not be returned.

Event description:
The surgeon, reported via the sales rep, that when screwing the screw into the plate, the head of the screw broke off. The surgeon reported that the head of the screw fell into the wound site and that this was successfully retrieved. The surgeon reported that surgery was completed successfully and no adverse consequences were reported.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The surgeon, reported via the sales rep, that when screwing the screw into the plate, the head of the screw broke off. The surgeon reported that the head of the screw fell into the wound site and that this was successfully retrieved. The surgeon reported that surgery was completed successfully and no adverse consequences were reported.